Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning update from yes to no.

Event description:
It was reported that the procedure was to treat the renal artery with mild calcification, mild tortuosity and 90% stenosis. The 4.0x12 mm herculink elite stent delivery system (sds) was flushed as normal and was advanced along the guide wire to the lesion. It was noted that the stent was dislodged on angiography as it was not on the delivery system. The stent dislodged inside the guiding catheter and when the guiding catheter was removed, the stent was removed without issue. Another same size herculink elite sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report it was reported that the device was inflated and then it was noted the stent was not on the balloon. An additional herculink elite sds was received by the returned goods lab and the device was not used; however, the stent was found to be inside the sheath which was returned separately from the rest of the device. No additional information was provided.

Event description:
It was reported that the procedure was to treat the renal artery with mild calcification, mild tortuosity and 90% stenosis. The 4.0x12 mm herculink elite stent delivery system (sds) was flushed as normal and was advanced along the guide wire to the lesion. It was noted that the stent was dislodged on angiography as it was not on the delivery system. The stent dislodged inside the guiding catheter and when the guiding catheter was removed, the stent was removed without issue. Another same size herculink elite sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
Subsequent to filing the final report, it was determined that the herculink elite sds received by the returned goods lab which noted the device was not used, the stent was found to be inside the sheath, and was returned separately from the rest of the device is the complaint device for this complaint. Therefore, the following corrections have been made to the report: d9- device available for evaluation updated from ¿no¿ to ¿yes¿. H3 - device evaluated by mfg? Updated from ¿no¿ to ¿yes¿. H6 - component code 4755 removed and code 515 added. Type of investigation code 4114 removed and code 10 added. H11 - additional mfg narrative: revised. The device was returned for analysis. The reported stent dislodgement was confirmed. The crimped condition the stent was returned in, indicates the stent was not expanded (activation failure). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.